Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Impaction platform and inline offset impaction handle broke during impaction. Case type: tha.

Event description:
Impaction platform and inline offset impaction handle broke during impaction. Case type: (B)(6).

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Impaction platform and inline offset impaction handle broke during impaction. Unable to perform as the part was not available for investigation purposes. The product is missing and (B)(4) has been initiated for missing product. Review of the device history records indicate 35 devices were manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. A review of complaints related to p/n 209830, l/n 32952 show 1 additional complaint related to the failure in this investigation. The pr's is (B)(4). The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.